Event description:
It was reported that the patient with this pacemaker system experienced occasional dizziness. Upon interrogation, it was found that there was pacing inhibition due to over-sensing. The cause of the over-sensing could not be determined by the physician. Technical services noted that all other measurements were normal. The lead was not manufactured by (B)(6). No adverse patient effects were reported. Currently, this pacemaker system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).